Manufacturer narrative:
Philips confirmed that the customer has order replacement device speakers to resolve their issue. We conclude the customer has resolved their issue and that the device works as specified at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that there was a speaker malfunction and no audio with the device. The device was not in use monitoring a patient at the time of the event. There was no adverse event involving a patient or user.